Event description:
The company was informed that the pt's device was explanted due to an infection. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.